Event description:
(B)(4). According to the information received a user reported that a catheter got stuck in his urethra and he was not available to remove it. User called his physician and spoke to a nurse who recommended using lubricant to assist in removal. User was subsequently able to withdraw the catheter but reported he was sore.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.